Event description:
It was reported that the rigid video laparoscope exhibited intermittent imaging. The issue was identified during routine maintenance. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection; however, the reported failure could not be confirmed. Additionally, during device evaluation, a reportable malfunction was identified: the image failed to display. A definitive root cause could not be identified. However, based on the investigation results, it is likely that a broken video cable caused the malfunction, resulting in no image display. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device's performance in the field.